Event description:
It was reported to arthrocare on (B)(6) 2011 that a pt underwent an arthroscopic rotator cuff repair procedure on (B)(6) 2011 using two opus speedscrew 5.5 implants. Reportedly, the implants cracked and broke upon placement into bone. The surgeon reverted from an arthroscopic method to a mini-open procedure to complete the surgery, and all broken pieces were removed from the surgical site. Reportedly, there was no adverse effect to the pt or pt injury.

Manufacturer narrative:
It was reported that the device will be returned for investigation. To date the device has not been received. A f/u report will be submitted with further info. A second device used in the same procedure was filed under MDR 2032380-2011-00021. (B)(4).